Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The type and the cause of the regurgitation is unknown. However, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), after a transfemoral tavr procedure, the patient had been repeatedly readmitted due to heart failure with moderate aortic regurgitation (ar). A 26 mm sapien 3 valve was implanted with 2 ml less than nominal volume. Worsening of ar was observed; mild following valve implant, mild to moderate post tavr procedure, and then moderate. Afterward, the patient had been repeatedly readmitted due to heart failure with moderate ar. Two months after the tavr procedure, the patient was readmitted to the hospital and the heart failure was treated. CT and tee were planned for a decision of therapeutic strategy. The patient also had mitral stenoregurgitation (msr). Therefore, the physician could not determine which valve contributed to the heart failure. During hospital admission, heart failure was well controlled and was improving; the msr rather than the ar may have contributed to the heart failure. If prosthetic valve thrombosis is ruled out, balloon aortic valvuloplasty (bav) will be performed since improvement of the ar is expected due to the sapien 3 valve deployed with 2 ml less than nominal volume.